Event description:
I got essure in (B)(6) of 2007. Since then I have had three pregnancies to which I have two children. I aborted the other. I have had extreme bloating, pain in the lower abdomen that recurs often. My periods are now painful to the point where I cannot get out the bed. I am often depressed and no longer enjoy life as I did prior to essure. It is painful to have pressure on my stomach. I sometimes bleed heavily for long periods of time. My hair is falling out. I had to stop working because of the extreme bleeding.